Event description:
The initial report indicated that during canaloplasty using itrack advance, some resistance/obstruction was met in schlemm's canal but 360 degrees was achieved. During manipulation, the catheter tip light went out and the catheter sheath separated from the internal guide wire. The surgeon removed the broken catheter from the eye. All pieces were extracted.

Manufacturer narrative:
A video of the procedure was reviewed by nova eye, inc. It shows successful 360-degree catheterization and viscodilation of schlemm's canal. During manipulation of the handpiece and the microcatheter tip with forceps the surgeon damaged the catheter tubing where it was in contact with the cannula. At this point, the catheter sheath severed. The surgeon withdrew the handpiece, and catheter from the patient's eye and retrieved all fragments.